Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Neurological deficits are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported hydrocephalus was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01311, 3005168196-2015-01313. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the posterior basilar artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached three pc400 coils into the aneurysm with no immediate complications. However, after the procedure, the physician reported that the patient experienced moderate hydrocephalus. A ventriculostomy was performed and the event was resolved on (B)(6) 2012. The reported moderate hydrocephalus was adjudicated to be a serious adverse event with possible relationship to the pc400 coils, probable relationship to angiographic procedure and definite relationship to the aneurysm state.